Event description:
It was reported that arthro-optic that takes in moisture. The items are relatively new and not used very much. They should hold up better than this. Upon insertion of the optics to initiate the arthroscopic procedure, it was immediately observed that the image quality was poor. The issue occurred during the operation; issue noticed at the start of the procedure, upon insertion of the optics, it was observed that the image quality was very poor. The image was blurred, and only light could be discerned. In order to be able to continue the operation, a new optic had to be brought in. A patient was involved, and the patient was under anesthesia. No consequences occurred for either the patient or the user. However, the user had to spend additional time and effort, which prolonged the operation time for the patient. No, moisture cannot be wiped away. But when the optic has been left for a while (days/weeks) and dried inside, the vision is better but absolutely not good.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.